Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that at a device check ¿one of the readings came back high¿ on her right ventricular (rv) lead. In addition, the patient reported hearing an audible alert from her implantable cardioverter defibrillator (ICD). The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead exhibited t-wave oversensing (twos), variable/undefined high pacing impedance, and sensing integrity counter (sic). Rv lead data indicated there was likely a right conductor fracture. The rv lead detections were programmed off, and the lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.